Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2008; 310c25, tissue valve, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the clinician stated the device was not working correctly. An interrogation showed the right ventricular (rv) lead triggered a warning due to low impedance, which had been trending with low impedance since 2013. Additional information confirmed that the device was working properly. The nurse was seeing frequent atrial and ventricular ectopy on telemetry and misinterpreted them as the device not working properly. No action was required. The lead remains in use. No patient complications have been reported as a result of this event.